Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula due to which she experienced high blood glucose level therefore, they tried to treat it with bolus via pump, but on (B)(6) 2022, the patient went to the emergency room and was subsequently hospitalized due high blood glucose level. Her highest blood glucose level was 712 mg/dl. Moreover, the infusion had been used for three days. Further, she was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously which resolved the issue. On (B)(6) 2022, she was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.